Event description:
The physician was performing a vertebroplasty using an aliquot delivery system when the catheter broke during removal. The breakage occurred outside of the body and the procedure was not affected.

Manufacturer narrative:
Breakage in this fashion has previously been noted to occur when attempting to bend the device after material hardens inside the catheter. The catheter should be removed straight out of the needle without any bending forces. It should be noted that there are no known cases of catheter breakage causing serious injury to the patient. Device problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue.